Manufacturer narrative:
The doctor could not identify the catalog number or lot number of the product used; therefore, no information was provided in this report. The patient will return to the office to have the restoration replaced; however, no appointment has been made at this time. No further patient or incident information was provided. An update will be submitted if any new information becomes available. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that two (2) patients had experienced a change in the color of their sonicfill restoration approximately six (6) to nine (9) months after placement. This is the second of two (2) reports.